Event description:
The field service engineer attempted to import image series with iqview. When iqview was opened, an error was immediately displayed : exception: error reading ilpostprocimages.bitmap: failed to read imagelist data from stream. Iqview shutdown, and windows frozen, rosanna software unresponsive. Required restart of computer. Occurred 3 times during day. Delay roughly 15 minutes total.

Manufacturer narrative:
Corrected data: - b4 date of this report - d2 device product code - d4 catalog number - g4 date received by manufacturer - h2 if follow-up, what type - h10 additional narratives/data.

Manufacturer narrative:
It was reported that during importation of images, iq-view experienced multiple shutdowns followed by a windows freeze. Device history record review and complaint history review were not performed based on the low severity of this complaint. A full analysis of the data logs has been performed and this analysis concluded that the warning message was displayed on screen because iq-view software had crashed after it was opened to load series. This issue was provoked by an access violation probably due either to an outdated location of the memory address or to the misread of its end. However, no more evidenced are provided to conclude about the root cause for the issue. (B)(4).

Event description:
The field service engineer attempted to import image series with iqview. When iqview was opened, an error was immediately displayed : exception: error reading ilpostprocimages. Bitmap: failed to read imagelist data from stream. Iqview shutdown, and windows frozen, (B)(6) software unresponsive. Required restart of computer. Occurred 3 times during day. Delay roughly 15 minutes total.